Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out of hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Missing information from this report is identified as a blank, unknown and as no information. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was no power off alarm and the controller did not sound during smr upgrade.

Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, if remedial action initiated, recall, additional MFR narrative. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device passed visual examination but failed functional testing due to a failure of the "no power" alarm when both power sources were disconnected. Supplemental testing was performed, and included testing the charging circuit of the nickel metal hydride (nimh) internal battery, which powers the "no power" alarm. Results revealed that the circuit was operating as expected. As a result, the root cause of the reported event can be attributed to a faulty nimh battery. The most likely root cause of the reported event can be attributed to a faulty internal battery which activates the no power alarm in the event of a simultaneous double power disconnection. The manufacturer has opened an internal investigation to evaluate faulty nimh batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.